Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a combined initial and final report.

Event description:
It was reported that the patient couldn't hear well with the device for a while. An accident or trauma is unk. The patient was re-implanted on (B)(6) 2014.